Manufacturer narrative:
It was reported that the patient is experiencing pain. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the patient is experiencing pain. Revision surgery is planned to exchange the poly inserts.